Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 34.5cm distal of the strain relief. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 80% stenosed, 4mmx26mm target lesion was located in a severely calcified right coronary artery. A 3.25mm x 15mm nc emerge balloon catheter was advanced but had a slight resistant and the shaft broke when pulled back. The device was completely removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 80% stenosed, 4mmx26mm target lesion was located in a severely calcified right coronary artery. A 3.25mm x 15mm nc emerge balloon catheter was advanced but had a slight resistant and the shaft broke when pulled back. The device was completely removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.